Event description:
On (B)(6), 2010, the lay patient contacted lifescan (lfs) alleging that his one touch ping meter does not turn on. The medical surveillance specialist (mss) classified the complaint based on the customer service representative (csr) documentation. There is no indication that the lfs product contributed to an adverse event. The patient said he was sweating and dizzy before the product issue occurred. He said he treated himself with a glass of orange juice. The patient said he replaced the meter batteries and the meter still did not turn on. This complaint is reported due to the alleged power issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.